Manufacturer narrative:
Sections with additional information as of 26-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for error messages (e-2 and e-3). Husband is calling on behalf of the customer. The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-0 error message using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/29/2024 and open vial date is (B)(6) 2023.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.